Event description:
Reporting member has seen rust on a select number of ventilator selector switches inside the ge aisys anesthesia machines.====================== manufacturer response for anesthesia machine, aisys======================ge has stated that while the rust does not generate an immediate patient concern, ge will be coming (in the next two weeks) to do site visits at one of the medical centers where the rust was seen. In evaluating the samples, ge stated that chlorine is what would normally cause the rust. However, they have not determined how chlorine would be in to the machine. They are looking at other variables (like piping leaks, etc) to see where the chlorine may have came from. Ge is also checking with their supplier of their stainless steel (that goes in to the ge anesthesia machine) to see if the stainless steel was stainless steel 3.0 which (per ge) should not rust.